Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance and high capture threshold during a device check. The patient was scheduled for a lead revision procedure. Prior to the lead revision procedure, the device exhibited a complete loss of ventricular capture at high output and oversening. The lead was capped and replaced on february 28th, 2018. The new lead and device had good impedance and threshold measurements. The patient was stable before, during and after the procedure.